Event description:
I had a sore muscle in my leg, got the icy hot heat therapy for arms, leg and neck. Had it on and checked it regularly. About two hours, maybe a little less went to take it off and layers of skin were on the patch. The most horrific pain, swelling, inflamed. It was and is still awful. Please, please warn others of this patch. I had to go to the dr to get medication to help. Six days later, today, is just as bad , can hardly walk. I have 3rd degree burns. Please let people know. Dose or amount: 1 patch, frequency: 1 in 24 hrs, route: other. Date of use: 2008, 1 time. Diagnosis or reason for use: leg cramps and pain.